Manufacturer narrative:
The customer reports an incident to (B)(6). Subsequently, a customer feedback was submitted to document the incident as complaint. The customer was no able to get measurement for the direct fetal heart rate (dfhr) via fetal scalp electrode. The customer reported that the newborn was brain death when it was delivered. The hospital used the fetal monitor fm20 for intrapartum monitoring as loan device. This model is not allowed to use nor it is labeled for an intrapartum monitoring. The instruction for use describes clearly which measurements are available in which monitor type. Measuring the fhr via direct ECG (decg) is not supported (see page 26 within the IFU). Only monitors carrying the ip label indicating that the device is capable for intrapartum monitoring. The customer was instructed by the safety officer about the intended use model. The fetal monitor fm20 was used a short-term replacement for fm30, which can be used for intrapartum monitoring. The customer agreed on the intended use but claimed that s technical error message would be helpful and avoid the delay for medical intervention. There is no inop foreseen but a blinking warning message is displayed above the smart keys informing the user that dfhr is not supported. The (B)(6) requested pictures to demonstrate the indented functionality and the warning message. The problem was solved by instructing the user about the intended use of fm20 which is considered as all that is warranted for this malfunction. The product remains at the customer site. This issue was resolved by instructing the user about intended functionality. The device worked as designed, no malfunction was identified. There is no indication that this failure could be difficult to detect. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. This complaint will be included in periodic trending to identify issues warranting additional investigation. No further investigation or action is warranted.

Event description:
The customer reported an incident to (B)(6) involving a fetal monitor fm20. The following was submitted by customer: "on the (B)(6) 2017 the woman (B)(6) (1990) gives birth to her second child. Then there is a sudden drop of fetal heart tones from external transducer. The midwife tries to improve the signal, then she wants to connect an internal measurement (fetal scalp electrode). This was not successful although there is a respective connector at the ctg system. This leads to considerable delay in time and asphyxia of the child. Avalon 20 is identical to avalon 30 in outer design, and does have a connector for internal ctg-derivation, but not the corresponding technology. This is not indicated on the system." A newborn died during delivery. The device was used for monitoring at the time of the alleged issue.